Event description:
A customer reported the system stopped during surgery. The system was switched out and the case was completed. Additional information was requested. Additional information, rec'd from the biomedical engineer, indicated the touchscreen froze suddenly during surgery. The customer disconnected the power cord and plugged it in again but the machine wouldn't power up. The system was then switched out and the procedure was completed. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system. The power supply and power distribution pcb were replaced as diagnostic measures. The host module was then replaced. Calibration was done and software was updated. The system was then tested and met all product specifications. The host module is being returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).